Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for right hip revision to address adverse local tissue reaction. Doi: (B)(6) 2009; dor: (B)(6) 2019, (right hip). Head and liner were revised. Products present at the time of the revision: catalog: 121722056, lot: dn7kj1000, description: pinnacle shell sector 56mm; catalog: 121887456, lot: 2869037, description: ultamet liner metal 40mm x 56mm; catalog: 101204020, lot: ds1bm1, description: tri-lock bps femoral stem st/offset sz 2; catalog: 136506000, lot: 2880667, description: articul/eze mspec femoral head 40mm + 5 offset 12/14 taper.